Event description:
It was reported that patient underwent a meniscal repair procedure utilizing an anchor device on (B)(6), 2012. During the procedure, one anchor seated, but the other was noted to be missing. Another product was available to complete the procedure. The first anchor remained implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.